Event description:
It was reported that the right ventricular (rv) lead had low r-waves undersensing and t-wave oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal portion of the lead was received measuring 42 cm and a distal portion was received measuring 42 cm. It was noted that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).